Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator from a hemodialysis (hd) user facility reported that a bloodline was cut by a fresenius 2008t machine¿s blood pump rotor. They stated there were no clicking noises heard prior to the event. The machine gave an air detector alarm, which alerted the staff to the issue. The machine was removed from service and the patient was transferred to another machine. Photos were provided of the damaged bloodline, the blood pump rotor, and the front of the hd machine with visible blood leaking. Additional details were provided upon follow-up with the user facility¿s biomedical technician (biomed), and a registered nurse (rn) familiar with the event. The air detector alarm went off approximately forty-five minutes into the treatment. Although there were no visible air bubbles in the system, the patient care technician (pct) noted blood leaking externally from the blood pump. It was confirmed that no unusual clicking noises were heard. Once the leak was noticed, the blood pump was stopped and the patient¿s blood was returned manually from the arterial side. Blood from the venous side of the circuit was not returned. The patient¿s estimated blood loss was 200 ml. When the combi set bloodline was taken down and examined, a slice was identified in the segment of tubing that sits in the blood pump rotor. It was confirmed that there were no other issues leading up to the event, including any leaks during the priming phase. The machine was removed from service for evaluation, and the patient was re-setup with new supplies on a different machine. The patient was able to complete treatment without further issue. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The biomed replaced the blood pump rotor on the machine that was removed from the treatment floor, and then it was returned to service. The biomed said that one of the guide pin caps on the rotor had completely fallen off. They weren¿t sure if it was the exposed pin that damaged the bloodline, or the loose cap. The part was confirmed to be available for evaluation, and the biomed said they would contact technical support to have it sent back.

Event description:
The facility administrator from a hemodialysis (hd) user facility reported that a bloodline was cut by a fresenius 2008t machine¿s blood pump rotor. They stated there were no clicking noises heard prior to the event. The machine gave an air detector alarm, which alerted the staff to the issue. The machine was removed from service and the patient was transferred to another machine. Photos were provided of the damaged bloodline, the blood pump rotor, and the front of the hd machine with visible blood leaking. Additional details were provided upon follow-up with the user facility¿s biomedical technician (biomed), and a registered nurse (rn) familiar with the event. The air detector alarm went off approximately forty-five minutes into the treatment. Although there were no visible air bubbles in the system, the patient care technician (pct) noted blood leaking externally from the blood pump. It was confirmed that no unusual clicking noises were heard. Once the leak was noticed, the blood pump was stopped and the patient¿s blood was returned manually from the arterial side. Blood from the venous side of the circuit was not returned. The patient¿s estimated blood loss was 200 ml. When the combi set bloodline was taken down and examined, a slice was identified in the segment of tubing that sits in the blood pump rotor. It was confirmed that there were no other issues leading up to the event, including any leaks during the priming phase. The machine was removed from service for evaluation, and the patient was re-setup with new supplies on a different machine. The patient was able to complete treatment without further issue. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The biomed replaced the blood pump rotor on the machine that was removed from the treatment floor, and then it was returned to service. The biomed said that one of the guide pin caps on the rotor had completely fallen off. They weren't sure if it was the exposed pin that damaged the bloodline, or the loose cap. The part was confirmed to be available for evaluation, and the biomed said they would contact technical support to have it sent back.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, photographs showing the described issue were provided for review. The reported event was able to be confirmed by referencing these photos. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, and thus the complaint was confirmed.